Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a blocked stirrer motor. The part was replaced and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported issue is corrosion of the stirrer motor bearing due to condensation or high temperatures and high level of humidity in the stationary phase that led to the motor shaft blockage.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side associated to the stirrer motor during cleaning process. There was no patient involvement.